Event description:
It was reported to medtronic minimed that the customer called to report the sensor is reading differently from the blood sugar reading, attempted to calibrate the sensor, and got a calibration not accepted. The customer reported a blood glucose value of 254 mg/dl. The customer experienced hyperglycemia and hypoglycemia. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 89 mg/dl, and the blood glucose value was 254 mg/dl, which was outside of the acceptable range. The difference between the sensor glucose and blood glucose is 165 mg/dl. The event involved product(s) mmt-1884l, mmt-332a, mmt-7040a, and mmt-387a. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. Troubleshooting was performed for the change sensor and explained to the customer to wait before attempting to calibrate again after getting a calibration not accepted message. Troubleshooting was not performed for the high blood glucose and low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-387a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.